Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
This file is a duplicate. Reference MFR report number: 9616066-2015-00271.

Event description:
The customer reported that the male luer spin collar broke during patient use in the nicu. No patient harm or medical intervention was reported. No additional information was provided.